Event description:
Applied wrap to lower back in the morning x 8 hrs. Upon removal, noted 2nd degree burns with blistering. Seen by doctor 2 days later. Treated with neosporin and dry sterile dressing; dressing changed daily. Package insert states can be applied directly to skin x 8 hrs. Rptr suggests MFR add a sensitive skin warning.